Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the leadless pacemaker (lp) exhibited a high number of noise reversions. Automatic mode switch episodes were noted but it was unknown if they were appropriate or due to noise oversensing. No intervention was performed. The patient was stable.